Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00097 on 04/13/2017 for false negative advia centaur xpt (B)(6) results on a patient. 09/26/17 - additional information: siemens has completed testing of the received patient sample. The sample was tested for (B)(6) on two advia centaur systems with different reagent lot numbers on consecutive days, and antibodies to (B)(6) were not detected. The patient sample was tested on an alternate inno lia (B)(6) test method. (B)(6). In summary, the advia centaur (B)(6) results for the patient sample were observed to be (B)(6). The testing on the inno lia (B)(6) test indicates that there are minimal titers of other (B)(6) antigen antibodies (faint c1 and c2 signal). Due to the minimal titers of the other (B)(6) antigen antibodies, this may be attributed to an issue with the patient sample. For example, the patient may be clearing the infection or possibly immuno-compromised. The cause for the (B)(6) advia centaur xp (B)(6) results is unknown. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the (B)(6) advia centaur xpt (B)(6) results compared to a (B)(6) alternate hcv test method results is unknown. Assay calibration and quality control (qc) were acceptable. Siemens is investigating. The instruction for use (IFU) states in the limitations section: "a negative test result does not exclude the possibility of exposure to or infection with hcv. Hcv antibodies may be undetectable in some stages of the infection and in some clinical conditions. Assay performance characteristics have not been established when the advia centaur hcv assay is used in conjunction with other manufacturers' assays for specific hcv serological markers."

Event description:
A (B)(6) advia centaur xpt (B)(6) result was obtained by the customer, and considered discordant compared to a (B)(6) alternate (B)(6) test method result. The patient is known to be (B)(6). The same patient sample was tested at an alternate laboratory with an alternate (B)(6) test method, and the result was (B)(6). The patient was redrawn, (B)(6) tested on the original advia centaur xpt system, the alternate laboratory (B)(6) test method, and the results were similar. The redrawn sample was tested on the customer's alternate advia centaur xp system, and the (B)(6) result was (B)(6). The (B)(6) alternate laboratory (B)(6) test method result was reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur xpt (B)(6) results.